Event description:
Pt reported medial knee pain approximately one month post unicompartmental knee replacement surgery in 2009. Radiographs were taken at the surgeon's office the following month. They suggested the possibility of extraneous bone cement in the posterior aspect of the join. Pain symptoms continued and the pt was arthroscopically examined in the operating room at the surgery center the following month. A 5 mm segment of bone cement was found at the posterior aspect of the tibial implant. It was arthroscopically removed and the pt discharged to return home. There has been some improvement but the pt is still symptomatic with discomfort in the medial compartment of the operated knee. The surgeon cannot say whether cement removal was in any way causative or contributory to the pt's complaint.